Manufacturer narrative:
Age, weight, ethnicity: information unknown not provided. Email address: unknown/not provided. Telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer preloaded the lens according to the instructions, the plunger was difficult to push forward, the plunger caused large scratches on the intraocular lens (iol) during implantation, was removed from the eye through an enlarged incision and a new lens was inserted during the same procedure: dib 19.0 sn (B)(4). Patient has pex (pseudoexfoliation), slightly damaged iris. Patient was temporarily impaired. Procedure was delayed for 10 minutes. No stitches, vitrectomy, or medication were necessary. No material is available. Through follow up it was learned that the patient had a floppy iris and therefore has an iris defect due to the explantation. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that "section b7: other relevant history, including preexisting medical conditions (e.g. Allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.): floppy iris is a pre-existing condition", was inadvertently not indicated in the initial MDR report submitted. Therefore, this section is updated in this correction MDR. Section b7: other relevant history, including preexisting medical conditions (e.g. Allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.): floppy iris is a pre-existing condition. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in initial MDR h3, it was coded as "81: other". However, this was not explained in h10 text. Hence, this MDR correction is now being explained in h10 text. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Additionally, investigation results were provided at the time of the initial MDR submission but the investigation was not yet completed. However, the investigation has since been completed and the results provided are accurate. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.